Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 02-jun-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the biosense webster inc. Product analysis lab found a hole on the pebax. Initially during the procedure, there was a problem with the force of the catheter. A second catheter was used to complete the procedure. There was no patient consequence reported. The force issue was assessed as not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 28-jul-2021 there was reddish material and a hole on pebax observed. The hole on the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 28-jul-2021.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf uni-directional navigation catheter. During the procedure, there was a problem with the force of the catheter. A second catheter was used to complete the procedure. There was no patient consequence reported. The device evaluation was completed on (B)(6)-2021. The catheter was returned to biosense webster for evaluation. Bwi conducted a visual inspection and force test of the returned catheter. Visual analysis of the returned catheter revealed reddish material inside and a hole on the pebax on the thermocool® smart touch® sf uni-directional navigation catheter. Carto 3 test was performed, in accordance with bwi procedures. The returned sample was connected to carto3 system and high force was displayed in the screen. Therefore, the catheter was dissected and the sensor values were found within specifications, with this information, the failure can be attributed to a potential pc board failure. A manufacturing record evaluation was performed and no internal action was found during the review. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. The evaluation determined that the cause of pebax damage failure cannot be established. The event described force issue was unable to be duplicated during the product investigation; however, the blood inside the pebax area found could be related to the reported issue. The instructions for use contain the following warning stated in the carto 3 system manual: in order to achieve optimal force reading accuracy and stability, allow the catheter to warm up for 2 minutes after connection to the carto¿3 system, prior to use of the force feedback feature. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)